Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's parent that the patient collapsed and "had another lead fracture." The parent was concerned about the quality of the lead and wanted to know about the performance. The lead was removed and replaced. No further patient complications have been reported as a result of this event.